Event description:
This is the first of three reports (same incident, same product problem, same product ids, different serial numbers). The cam02 not was not sensing any touch screens. There was never a pt involved on any of the equipment. The nurse went to go get one to use and they found three of them that did not have a response to the touch screen. There were spare products available to be used. There was no surgery delay.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.